Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when he went to fill tubing it kept coming out. Customer stated that he received a max fill alarm and a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.